Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level between 30-40mg/dl, and a fall resulting in customer bumping head. Reportedly, customer inadvertently delivered a 120 unit bolus instead of the intended 60 unit bolus. Customer consumed carbohydrates in an attempt to address bg level. No information was provided regarding treatment received at the ER. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage. Customer acknowledged the pump was functioning as intended.